Manufacturer narrative:
The device was returned for analysis. However, the evaluation of the device is pending. Once the investigation is completed, a supplemental report will be submitted. Manufacturer internal reference number: (B)(4).

Event description:
Dr. Lenora blathers reported that a 73 year old male patient presented to the waterfront oral surgery office on (B)(6) 2026, for implant placement at tooth location #25. The implant was placed following immediate extraction and was not immediately loaded. During the procedure, the doctor identified that the implant driver fractured during implant placement. As a result, the implant had to be removed on the same day as placement without the use of additional instruments. No issue reported with the implant. The implant was not replaced after removal. The opposing arch consisted of natural teeth. It was reported that the patient maintained good oral hygiene and had type ii bone quality. The patient was asymptomatic and did not experience any permanent injury. It was reported that additional medical or surgical intervention was required for the placement of a new implant. No abnormalities were observed with the implant or its packaging.

Manufacturer narrative:
The investigation has been completed and the results are as follows: DHR results: the lot information was not provided therefore the DHR could not be reviewed. Stock product reviewed results: the lot information was not provided therefore the stock product could not be reviewed. Investigation methods/results: an implant and driver were returned, but not in the original packaging. It was observed that the driver was fractured at the tip. The implant was verified to be a glidewell ht implant ø4.3 x 13 mm using the radiographic template (mkt-013579 rev 2). There was no defect or non-conformity observed and the threads were intact. Matter was observed in the treading of the implant. It was observed that there was a piece of the driver was inside the implant. Root cause: a root cause for this complaint cannot be explicitly determined. A potential root cause may be due to the over-torquing of the driver during the implant placement which may have caused the driver to fracture. Additionally, it is unclear the methods of implant placement used during the procedure and the insertion torque value. IFU-012631 rev 6 (glidewell ht implant system IFU - multi-language) contains the following statement in the implant placement section: "step 2: initial placement - engage the implant connection with the appropriate driver. With the implant securely attached to the driver, squeeze the opposing end of the holder to disengage the implant from the holder. Transport the implant to the prepared site, and insert into the osteotomy. Rotate clockwise with applied pressure to engage the self-tapping grooves. Avoid lateral forces, which can affect the angulation and final alignment of the implant." IFU-012631 rev 6 (glidewell ht implant system IFU - multi-language) contains the following statement in the methods of implant placement section: "option 1: handpiece implant placement - place the appropriate implant driver into the handpiece. Seat the driver into the internal hex connection of the implant, and press firmly to fully engage the connection. Thread the implant into the osteotomy at approximately 25 rpm until fully seated. Option 2: manual implant placement - assemble the adjustable torque wrench with the surgical adaptor and appropriate implant driver. With the implant threaded securely in its site, seat the driver into the internal hex connection of the implant, and press firmly to fully engage the connection. Turn the wrench clockwise in increments of approximately 90 degrees. Avoid lateral forces, which can affect final alignment of the implant." The manufacturer internal reference number is: comp-(B)(4).